Event description:
Complainant alleged that during biomed testing the user observed critical error log entries, "error code 5" and "error code 6". Complainant indicated that there was no patient involvement in the reported malfunction.